Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the spindle housing was damaged by debris and corrosion.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.